Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow up, non-sustained rv oversensing issue was observed on the device. It was suspected that due to loss of biv capture issue could be the cause of the oversensing and re-assessing the rv and lv capture threshold. Programming changes were recommended but no programming changes were made. Patient had no ill effects from the no capture issue.

Manufacturer narrative:
Analysis was normal. No anomalies were found.